Event description:
There was a complaint of a questionable elecsys hcg+ss result for 1 patient tested with a cobas e411 rack. The questionable result was reported outside the laboratory. The sample was repeated because the nurse reviewed the patient's history. The patient¿s initial result was 3 miu/ml and was accompanied by a data flag; the repeat was 38,041 miu/ml. The customer believes the repeated result to be correct. The elecsys hcg+ss used was lot 51653905 and the expiration date was 30-apr-2022.

Manufacturer narrative:
The qc met acceptance criteria on the date of the event. A field service engineer (fse) performed an assay performance check and reinstalled the printer driver. All acceptance criteria were met with no alarms. The event was consistent with an unknown pre-analytical handling issue. The investigation did not identify a product problem. The cause of the event could not be determined.